Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system had an error u-02 on the integrated electrosurgical unit (iesu/erbe). The customer power cycled the erbe with no resolve. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through reseating cables and power cycling again with no resolve. The customer opted to convert the procedure to laparoscopic surgery instead of using a third party generator. The customer power cycled the erbe one more time and cleared the error with a power cycle. The tse warned that the error may return if they used the erbe. The procedure was converted to laparoscopically with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error u-02 on the erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe u-02 error recurred during startup. The complaint regarding u-02 error on the erbe was confirmed based on the field evaluation and fa, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had an error u-02 on the erbe and the customer converted to procedure to laparoscopy. The fse replaced the erbe to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.